Event description:
It was reported by service report that the break away head section would not lock. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Screw was missing, headseciton would not latch up.